Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unknown date then experienced a cerebrovascular event and subsequently, expired on (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated MDR #'s 1225714-2014-00453, 00454, 00205 and 00206.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2014-00453 and 1225714-2014-00454. Additional information has been requested and will be submitted upon receipt accordingly.